Event description:
A customer reported that about a year ago prior to calling adc on (B)(6) 2011, she was recovering from the flu and was dehydrated. The customer reportedly experienced tiredness, tremulousness, slurred speech, felt her sugar began to drop and subsequently lost consciousness. The paramedics were called, treated customer with intravenous glucose infusion and transported to a hospital where she was diagnosed with hypoglycemia. The customer could not specify what kind of treatment was provided, but mentioned IV glucose and food. The customer was also unable to provide adc meter serial number and specify what issue contributed to the medical incident. Per customer, she did not call adc at the time of the event and went to her doctor afterward to get a new precision xtra meter. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.